Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they are having problems, they do not believe it is working, it is not doing anything, they are literally not making it to the bathroom, it used to help them make it and now they cannot anymore. Patient said they took a bad fall and broke their back and ever since that fall their device is not working. Pt said when they fell and went to the hospital, they did not have their equipment with them, they did not have an MRI, they had a CT scan. Reviewed some interstim therapy optimization information and offered to assist patient to use their equipment to synch with their implant to see if they could make any adjustments on their own but patient said their equipment was not charged. Reviewed pt can call back for equipment support once the equipment was charged. Redirected to their doctor. The issue was not resolved through troubleshooting. The patient was redirected to their h ealthcare provider to further address the issue. Pt said they hurt their ankle when they took the fall.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and repeated previously noted therapy issue and that they had a fall. Patient said they were not making it to the bathroom in time. Patient had not contacted their doctor yet, patient said they wanted to try to "reset" ins first to see if that helps. Agent walked patient through connecting to ins and patient increased stimulation during the call to a comfortable level. Patient will monitor symptoms and follow up with doctor if they persist.